Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4). Images were requested but not available for analysis. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to endoleak.

Event description:
On (B)(6) 2015, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. The post ballooning and re-ballooning occurred during the initial implant procedure. On (B)(6) 2016, the computed tomography scan revealed a distal type I endoleak from the contralateral leg component (plc201400/ 14168322) implanted in the right common iliac artery (rci). The aneurysm did not enlarge and the cause of the distal type I endoleak was unknown. On (B)(6) 2016, the patient underwent the reintervention and the contralateral leg component was extended by the atrium stent (12 x 57) into the right external iliac artery (rei). Additionally, the physician decided to embolize the right internal iliac artery (rii). The endoleak was fixed. No further adverse events have been reported. The patient tolerated the procedure.